Manufacturer narrative:
Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. This event is an individual case for this batch. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore, the retention sample analysis is not done. The cause for the failure reported cannot be confirmed based on the current available information. In the past, for similar cases, extraction of retain samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. Batch record investigation showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Complaint history review for affected product and product family: so far we received four further complaints regarding this batch. The described situation is covered in the risk analysis and the chosen harm/severity level matches.

Event description:
On 18/mar/2024, fresenius became aware (via a medwatch 3500 form) this patient with acute kidney injury (aki) on continuous venovenous hemodiafiltration (cvvhd) utilizing a multi filtrate pro and a ultraflux av 1000 for renal replacement therapy (rrt) was diagnosed with metabolic alkalosis (severe) and blood loss. The patient began undergoing cvvhd on (B)(6) 2024 due to acute kidney injury. The patient¿s baseline bicarbonate level was 24 mmol/l, and her ph was 7.38. On (B)(6) 2024, the patient¿s bicarbonate level began rising rapidly, and on (B)(6) 2024 the patient was diagnosed with severe metabolic alkalosis. The patient¿s bicarbonate had risen to 34 mmol/l, and her ph had risen to 7.54. Once the patient¿s bicarbonate level reached 38 mmol/l (same day) the decision was made to discontinue the treatment (estimated blood loss not provided) due to toxicity. On (B)(6) 2024 the patient¿s condition began to improve (bicarbonate level = 31 mmol/l), and the patient¿s metabolic alkalosis resolved the same day. A review of the case by the hospital¿s medical team attributed partial causality to the patient¿s history of abnormal anion gap results, in combination with the patient¿s complex medical history (specifics not provided). Furthermore, it was also determined clogging of the ultraflux av 1000-s may have decreased the effectiveness of the filter, leading to a reduced citrate clearance and increased citrate delivery to the patient.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between cvvhd utilizing the ultraflux av 1000-s, and the serious adverse events of metabolic alkalosis and blood loss (estimated blood loss not provided) due to filter clogging. Per the medical team, causality was attributed to several factors including the patient¿s history of abnormal anion gap results, a complex medical history (specifics not provided), and clogging of the ultraflux av 1000-s. It is believed the clogged filter decreased its effectiveness, which lead to a reduced citrate clearance, increased citrate delivery to the patient, and ultimately metabolic alkalosis. The lack of or an incorrectly dosed anticoagulant can lead to early clogging or clotting (e.g., through thrombocytopenia or systemic anticoagulant excess), poor treatment quality, hemoconcentration, and/or thromboembolic events. Furthermore, when using citrate, loss of filter performance (i.e. Clogging) limits removal of uremic toxins and may lead to citrate excess. Signs of citrate excess are metabolic alkalosis, hypernatremia, and hypercalcemia. In these cases, the extracorporeal circuit should be replaced. Based on the totality of the information available, the ultraflux av 1000 cannot be excluded from having a causal or contributory role in the patient¿s serious adverse events. Limited follow-up information prevented a more comprehensive investigation, and without a discharge summary, hospital records, treatment records, or a sample of the suspect product for manufacturer evaluation, this clinical investigation cannot disassociate the ultraflux av1000 from the serious adverse events.

Event description:
On (B)(6) 2024, fresenius became aware (via a medwatch 3500 form) this patient with acute kidney injury (aki) on continuous venovenus hemodiafiltration (cvvhd) utilizing a multifiltrate pro and a ultraflux av 1000 for renal replacement therapy (rrt) was diagnosed with metabolic alkalosis (severe) and blood loss. The patient began undergoing cvvhd on (B)(6) 2024 due to acute kidney injury. The patient¿s baseline bicarbonate level was 24 mmol/l, and her ph was 7.38. On (B)(6)2024, the patient¿s bicarbonate level began rising rapidly, and on (B)(6) 2024 the patient was diagnosed with severe metabolic alkalosis. The patient¿s bicarbonate had risen to 34 mmol/l, and her ph had risen to 7.54. Once the patient¿s bicarbonate level reached 38 mmol/l (same day) the decision was made to discontinue the treatment (estimated blood loss not provided) due to toxicity. On (B)(6) 2024 the patient¿s condition began to improve (bicarbonate level = 31 mmol/l), and the patient¿s metabolic alkalosis resolved the same day. A review of the case by the hospital¿s medical team attributed partial causality to the patient¿s history of abnormal anion gap results, in combination with the patient¿s complex medical history (specifics not provided). Furthermore, it was also determined clogging of the ultraflux av 1000-s may have decreased the effectiveness of the filter, leading to a reduced citrate clearance and increased citrate delivery to the patient.